Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained form the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the plastic jaws of an instrument have broken. It was also reported, that the event happened at the end of a surgery. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR) the device manufacturing quality records of the extraction instrument 01.00529.102 indicate that the released components met all requirements to perform as intended. However, for the plastic jaws 01.00529.103 the DHR check could not be performed as the lot number was not available. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: event summary: it was reported that the plastic jaws of the extraction instrument broke. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible, as according to the material compatibility specification the material has been tested. Moreover, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Instrument breaks due to degradation of material due to cleaning and sterilization possible, as it cannot be excluded based on the available information. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use possible, as it cannot be excluded based on the available information. Conclusion summary: the instrument was not returned for an investigation, therefore the event could not be recreated. One possibility is that the jaw was not remounted correctly after cleaning/ sterilisation, leading to high compression forces. Another possibility is that extraordinary high forces have been applied to the instrument. As the manufacturing date remains unknown, a degradation of the material due to many cleaning and sterilization cycles cannot be excluded. However, as the instrument has not been returned for an in-depth analysis, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).